Event description:
Patient implanted at l2-l5 had a follow-up x-ray which showed the head of a screw at l5 had detached from the construct. Patient was returned to the or for removal and replacement.

Manufacturer narrative:
Add'l narrative: add'l info has been requested. No investigation could be performed, no conclusion could be drawn as no device was returned.